Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the product developed calcification around the tip. Upon removal, the product allegedly caused pain and trauma to the urethra. Additional information has been requested but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product developed calcification around the tip. Upon removal, the product allegedly caused pain and trauma to the urethra. Additional information has been requested but not yet received.

Manufacturer narrative:
Received 1 used latex foley catheter only. Sample was evaluated and observed blood and heavy salt accumulation at the tip of the catheter. The reported event was confirmed as use related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use."(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product developed calcification around the tip. Upon removal, the product allegedly caused pain and trauma to the urethra. Additional information has been requested but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product developed calcification around the tip. Upon removal, the product allegedly caused pain and trauma to the urethra. Additional information has been requested but not yet received.